Event description:
Clinic notes dated (B)(6) 2013 note that the patient was hospitalized approximately one week ago due to having suicidal ideations. It was noted that the patient currently denies any suicidal ideations. The notes indicate that the vns was interrogated and the generator needs to be replaced. The patient underwent generator replacement on (B)(6) 2013. The explanting facility does not return explanted devices for analysis. The relationship between vns therapy and the patient's suicidal ideations is unknown. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was found through review of the programming history database that the patient's generator was not at end of service on date of explant. No corrective action is needed as there is no new harm or risk established for the patient or user.